Manufacturer narrative:
Submit date: 04/18/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The unit was returned to covidien svc ctr as a back to stock unit. During triage, the svc tech found that the unit failed the electrical cord resistance check. The tech also found the end of the plug shows burn marks.